Event description:
It was reported the customer was hospitalized for having high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was over 600 mg/dl. The customer also stated they were hospitalized with diabetes ketoacidosis. Customer stated they were treated with an IV of insulin and four bags of fluids. Troubleshooting found the customer's drive support cap was normal. It was also found insulin was able to exit from the tubing and there was no leaks present. The customer's bolus wizard settings and basal rates were also correct. It was also found the customer's insulin pump passed the high pressure test. Customer also assisted with making sure their bolus was recorded. Customer's blood glucose was 286 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).